Event description:
It was reported that during an open reduction on an ankle, the cuff leaked. It was clarified that the device leaked where the hose attaches to cuff itself, but this did not result in blood leakage in the surgical site there was no patient harm, surgical delay, or additional surgical procedure involved. The procedure was able to successfully completed without tourniquet use.

Manufacturer narrative:
The device was returned to the manufacturer for evaluated. The 42 in single port/single bladder disposable cuff was tested for inflation and leakage. The cuff was subjected to a two hour extended leak test. After which, the sample was also inflated at 500mmhg and immersed in water to determine any leaks. The cuff was tested for both inflation and leakage; the suspected non-conformance was not verified. The cuff did inflate during the extended leak test no air migration was observed. The customer complaint cannot be re-produced since no leaks were found. The cause of the reported issue is unknown. The device was serviced and returned to the customer.